Manufacturer narrative:
Per good faith effort (gfe) response received, it was reported that the customer repaired the unit themselves. No information was provided on how or what was performed to resolve the issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted. Product UDI is corrected.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the machine and proximal pressure sensors had failed. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user.